Manufacturer narrative:
D4: unable to locate an expiration date, manufacture date, or UDI# for this product returned purge cassette and pump visually inspected and no abnormalities were observed. Complaint purge cassette and pump connected, and no persistent purge system open alarm reproduced. Purge value was with specification. Cut open purge cassette and no leaks were found.

Event description:
The complainant reported a patient with known coronary artery disease, mitral valve disease, an ejection fraction of 20%, and noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that the staff noticed a purge system open alarm which they were unable to resolve. As a result, the impella cp was removed and the hrpci was postponed until the following morning. There were no adverse events reported as a result of the purge alarm.